Event description:
The physician stated that an ultratine forehead 3.0 procedure was performed in 2007. The physician stated that while he was pressing on the ultratine device to fixate the skin, he heard a "pop" and then noticed that the device had broken into two pieces.

Manufacturer narrative:
The physician reported that he immediately removed the ultratine device except for the device post, which was lodged in the patient's skull and could not be removed. On 08/29/2007 facility was contacted in regards to this complaint. It was stated by the director of surgical services that the ultratine device broke while engaging the tissue to the device. The procedure was completed with a back-up device in a secondary hole, next to the original hole. The post of the original ultratine device remains in the patient. The ultratine forehead 3.0 device is made with biodegradable material. Therefore, the piece that remains in the patient will degrade over time and should not cause any adverse effect to the patient.